Event description:
The user facility reported that the proximal portion of the balloon catheter came apart at the point where the wire breaks out of the catheter during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy and stone extraction. The patient was reported to have multiple stones in the common bile duct (cbd). After sphincterotomy the user utilized the subject device with a boston scientific hydratome to extract the stones out of the duct. There were multiple stone fragments that were extracted and there were a lot of tension placed on the balloon during the extraction process. The balloon did not break but when the user's assistant put the balloon down and pulled the balloon out of the scope the distal portion of the balloon remained in the cbd while the proximal portion of the balloon catheter came out of the scope. The distal portion of the extraction balloon was locked with the elevator and it was pulled out of the cbd. The distal portion of the balloon was eventually removed after withdrawal of the scope from the patient. The intended procedure was completed using a boston scientific trapezoid basket. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that the sheath tubing was detached from the distal end. There were dents and kinks on the sheath tubing. The returned device was forwarded to the original equipment manufacturer (OEM) for further investigation. The OEM confirmed that the tube sheath was detached from the distal end. There was no abnormality noted on the glue used on the cuff at the tube joint. The tube sheath was said to have been stretched, kinked, and the tip of the tube sheath was deformed. These phenomena are attributed to physical damage. The production record for the subject device was reviewed, and no anomalies were identified to have occurred during the manufacturing process. The device instruction manual warns users "do not force the distal end of the insertion portion against body cavity tissue. This could result in perforation, bleeding, or mucous membrane damage. Do not force to insert the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument." This report is being submitted as a medical device report in an abundance of caution.